Event description:
The complainant reported to boston scientific (bsc) on december 11, 2006 that a patient (age & gender unk) underwent a colonoscopy procedure. The radial jaw 4 biopsy forcep was utilized during the procedure. One day after the procedure the patient experienced some bleeding and was admitted to the hospital. Bsc is not aware of any adverse effect to the patient.

Manufacturer narrative:
The customer indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.